Event description:
Severe breast pain left breast lump noted in the inferior left breast. Mammogram showed a mass related to the implant in the lower left aspect. On 5/3/94, bilateral implant exchange.